Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy, the issue was observed with a cassette during use. The customer reported a leakage between the spike of transfer set and the spike port of yume set was found. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was confirmed during a sample evaluation and the root cause was determined to be a hole in the tubing. A visual inspection was performed with a puncture in the port noted. Leak testing performed with a leak noted at the puncture in the port. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A batch review could not be confirmed since the lot number was unknown.